Manufacturer narrative:
Unit received with currents in specification. No blank display. Lcd board okay. No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip were noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's numbers were scrolling continuously when she attempted to bolus. The buttons on the insulin pump were unresponsive. The insulin pump alarmed button error after a blank display. The customer was unable to clear the button error alarm. Customer's blood glucose level was 220 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.